Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was unable to verify the reported issue. The device keylog and patient record for the reported event were reviewed by a customer quality engineer. In the patient record, it was observed that the device charge was removed three times during the reported event. The keylog shows that each time the device was charged, the user then pressed the energy select button. Per the lifepak 15 monitor/defibrillator operating instructions, "to remove an unwanted charge, change the energy selection, select disarm, or turn off the defibrillator." The device operated as intended, no device malfunction occurred. The device passed functional and performance testing and was returned to the customer. The cause of the reported issue was determined to be due to the user error.

Event description:
The customer contacted physio-control to report that their device failed to provide fourth shock during intervention on the patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section b3 event date of the initial medwatch report indicated: (B)(6) 2020 section b3 event date of the initial medwatch report should indicate: (B)(6) 2020

Event description:
The customer contacted physio-control to report that their device failed to provide fourth shock during intervention on the patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to provide fourth shock during intervention on the patient. This issue is patient related; however there was no adverse event reported.